Event description:
It was reported that proultra tip #4 separated; no injury resulted.

Manufacturer narrative:
Though there was no report of pt injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by a dr). Therefore, this event is reportable. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.